Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) cystgastrostomy with stent placement procedure performed on (B)(6) 2019. According to the complainant, post procedure, the physician performed follow-up imaging to confirm that the fluid collection had been adequately drained. During the follow-up imaging, it was noticed that the stent had migrated into the pseudocyst. Reportedly, the patient's pseudocyst had not completely resolved at the time of the migration. Two double pigtail stents were placed to continue treating the cyst. On (B)(6) 2019, the physician performed an eus procedure in order to remove the stent; however, the positioning was not ideal, and the stent could not be retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.